Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and o ring came off. The customer¿s blood glucose level was 400 mg/dl and 300 mg/dl. The customer did experienced the symptoms such as nausea, abdominal pain and vomiting. The customer was treated by injections. Troubleshooting was done for high blood glucose and under delivery. Auto mode was not active and blood was in the cannula. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.